Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk signals that were appropriately blanked. Additionally, it was noted the right ventricular (rv) outputs are in suspension and thresholds are near the output value. Technical services discussed bringing the patient in for further evaluation of the rv lead. Additional information was received which reported there was loss of capture and r waves were noted to be low. The plan is to perform an x-ray. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.